Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 3rd day, ongoing, route and duration were not reported) and c-zid injection (1gm, per day, ongoing, route and duration were not reported) for peritonitis. Ten days after hospital admission, the patient was discharged and was recovering from the event. Pd therapy was ongoing. No additional information is available.